Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported he is unable to establish communication between this ipg and charger. The pt is without stimulation. It was also reported the pt's programmer displays a communication error. The pt stated he last felt stimulation approx 5 months ago and that he charged his ipg every 6 months. The pt is uncertain as to when he last charged the ipg. The pt is to consult with the physician as the next course of action.